Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - failure to follow steps. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure using prostyle and proglide devices relevant to an endovascular aneurysm repair procedure. Reportedly, the foot plate on the prostyle devices did not close completely which led to a laceration of the artery that required a cutdown. There was one proglide failure due to user error. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that the physician was not trained in the use of the device. It should be noted that the electronic prostyle instructions for use (IFU), states: federal law restricts this medical device to sale by or on the order of physician (or allies healthcare professionals, authorized by, or under the direction of, such physician) who is trained in diagnostics and / or interventional catheterization procedures and who has been trained by an authorized representative of abbott. In this case, the IFU deviation likely contributed to the reported difficulties. Based on the information provided, the investigation determined that the reported issue appears to be related to user error. The subsequent treatment appears to be related to circumstances of the procedure. The patient effect of vascular injury (tissue damage) is listed in the electronic perclose prostyle IFU, as a possible adverse event of use of the device. Factors that may contribute to a difficult to open or close the foot include, but not limited to; tissue or suture caught in the foot or posterior cuff partially deployed in the foot. The reported physician was not trained in the use of the device likely contributed to the reported difficulties. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correction: device available for evaluation updated from returning to not returning. H6 correction: health effect - clinical code 4582 removed.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that this was an arteriotomy closure of the calcified left common femoral artery (lcfa) using the pre-close technique via a 7f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. The suture of the first prostyle device was successfully pre-placed. Reportedly, the foot plate did not close completely and was sticking to the artery on six prostyle devices which resulted in a laceration of the artery. The second prostyle most likely started the laceration and the rest of the prostyle devices likely contributed as well. The sheath was upsized to a 16f sheath and the evar procedure was completed. Two proglide devices were attempted; however, an unknown failure occurred with one proglide device and inadequate tension was applied on the suture of the second proglide device instead of pushing the knot deep into the artery. Contralateral access in the right common femoral artery (rcfa) was performed using additional perclose devices. These devices functioned as intended, but failed to achieve hemostasis. Hemostasis was achieved via cutdown and open repair in the lcfa and manual compression in the rcfa. No additional information was provided.